Manufacturer narrative:
Initial assessment. In order to determine the root cause of the event reported, the affected unit were requested. Once received, a full visual inspection and mechanical testing as required will be executed as part of the complaints units' assessment. Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with the tissue expander, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. - shell manufacturing: no deviation or abnormality detected - gel mixing: no deviation or abnormality detected - primary packaging: no deviation or abnormality detected - sterilization: no deviation or abnormality detected - second sterilization round: no deviation or abnormality detected - secondary packaging: no deviation or abnormality detected - labeling: no deviation or abnormality detected at establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
Exposure of the expander. Expander with multiple leaks.

Manufacturer narrative:
Investigation summary: the reported device was returned for evaluation. There was a relationship between the reported rupture and the device. A clinical evaluation of the report was executed and it was not possible to confirm the reported extrusion due to insufficient clinical evidence. The initial visual inspection found a device rupture. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Elongation tests confirmed the shell complied with the international specification standards. A complete review of the DHR for lot 23070284 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. A definitive root cause for extrusion could not be determined. Potential factors related to the manufacture of the device that may lead to extrusion include, but are not limited to: size of the pocket. Previous infection or trauma. Lack of adequate tissue coverage. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Extrusion: lack of adequate tissue coverage, local trauma, or infection may result in exposure and extrusion of the expander. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the breast tissue expander becomes exposed and removal may be necessary, which may result in additional scarring and/or loss of breast tissue. One of the causes of extrusion is generally the size of the pocket. When it is very small, the device is placed too close to the suture line and may contact it, causing folds in the breast tissue expander. This requires correction of the pockets (including an increase in size so the expander can rest comfortably without bending and is not in immediate contact with the suture line). It is necessary to clean the pocket and replace the expander, followed by an antibiotic treatment to avoid the failure of the process. In conclusion, it was determined that a probable cause for the rupture reported was a cut resulting from a sharp instrument used which could have weakened the shell. Establishment labs will continue to monitor for similar complaints/trends.